Event description:
Baxter (B)(4) received a report that one (1) infusor experienced a no flow after filling. No force priming information. There was no patient involvement and no patient injury and medical intervention. The device was filled with saline. The actual sample is available. No additional information.

Manufacturer narrative:
(B)(4) additional information: the lot number was not provided. Therefore, a batch review could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.